Event description:
Patient has triathlon cr femur, insert, and primary baseplate. Patient reported falling and was experiencing laxity and instability. Surgeon noted the baseplate was externally rotated. Revised to triathlon ts.

Event description:
Patient has triathlon cr femur, insert, and primary baseplate. Patient reported falling and was experiencing laxity and instability. Surgeon noted the baseplate was externally rotated. Revised to triathlon ts.

Manufacturer narrative:
An event regarding trauma resulting in revision involving a triathlon baseplate component was reported. The event was confirmed. As such this pi case is not device-related but has its root cause in an adverse patient-related event through a fall on a previously normal knee arthroplasty. Revision surgery has been performed with exchange to triathlon ts components that provide more built-in stability to the knee although there is no information on further outcome. There have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The reported event was confirmed. Based on the findings of the medical review, the root cause is an adverse patient-related event through a fall on a previously normal knee arthroplasty. Revision surgery has been performed with exchange to triathlon ts components that provide more built-in stability to the knee although there is no information on further outcome. .

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.